Event description:
It was reported that the pt was inserted a PICC line on (B)(6) 2014. On (B)(6) when the nurse did regular maintenance, she found there was a leakage near the connector, so she slightly pulled out the catheter and found the catheter was broken at the site of 49cm. She changed another set and finished the whole process.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.